Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the navigation system displayed a "localizer not connected" message. It was reported that the camera of the navigation system was fully connected and that the leds for the camera were green. It was reported that the navigation interface unit (niu) reset button did not restore functionality. It was reported that the navigation system was rebooted which restored functionality. There was a reported delay to the procedure of approximately 20 minutes due to this issue.

Manufacturer narrative:
The software analysis determined that the logs were reviewed but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.